Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694965 lead, (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was attempted but not used due to the physician being unable to get sensing numbers. The sensing numbers were checked with the lead in unipolar mode and the physician was able to get small sensing numbers only. The attempted rv lead was replaced without incident. No patient complications have been reported as a result of this event.